Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced pelvic pain. It was also reported that during an ¿exploratory cystoscopy¿ it was discovered that the mesh was ¿in the bladder¿. An intervention surgery was performed on (B)(6) 2015 and ¿the anterior arm" of the mesh was "removed from within the bladder.¿ there were no further patient complications reported as a result of this event.